Event description:
It was reported that the pt can no longer hear with her device since on (B)(6) 2013. She had dropouts with her ci for the recent two months, additionally she heard some strange sounds on her ci.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Add'l info in accordance with the information rec'd and the MFR's experience with this implant model, it is assumed that it possibly failed due to humidity ingress at the housing braze joint through micro-leaks. However, to confirm a root cause, a device investigation of the explanted device is necessary. Despite requested, no information has been received with regards to a potential date for revision surgery. The complaint will be reopened as and when the pt undergoes surgery.

Event description:
According to the report of july 10, 2013, the pt implanted in 1999, can no longer hear with her device since (B)(6) 2013. She had dropouts with her ci for the recent two months, additionally she heard some strange sounds with her ci.